Event description:
At 6:47am the pt performed a blood glucose test on the suspect device and obtained a result of 46mg/dl. The pt felt this reading was low for them. Pt ate and took their normal insulin. At 9:38 am, pt again checked their blood glucose on the suspect device. This time the result was 166mg/dl. Pt then injected 1 unit of humalog insulin based upon a sliding scale. About 45 minutes to one hour later pt passed out. Pt was given glucose paste and did not seek medical help. Pt ate an apple and crackers instead. Pt retested their blood glucose on the suspect device and the result was 50mg/dl.